Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the alleged loss of prime alarm occurred two or more times with more than one cartridge. The reporter alleged the alarm of pump not primed, and no delivery was not audible. The auditory alarms were checked while on the call with customer technical support, and no defects were found to the functionality. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.